Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The serial number of the second c 503 analyzer was requested, but not provided. A hardware performance check was run. Calibration and controls were acceptable. Two abnormal aspiration alarms were observed in the alarm trace on the day of the event. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alkaline phosphatase acc. To ifcc gen.2 on two cobas c 503 analytical unit analyzers. The sample initially resulted in an alp result of 453 u/l. The sample was tested on a second cobas c 503 analyzer and the result was 192 u/l. Small cell particles were observed in the plasma tube used for testing. The sample was aliquoted into a sample cup, centrifuged, and repeated, resulting in a value of 112 u/l.

Manufacturer narrative:
The hardware performance check results meet requirements. Sample quality alarms were observed on the day of the event. The sample centrifugation conditions were not done according to the tube manufacturer recommendations. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.